Event description:
It was reported that the customer received a motor error alarm during regular basal delivery. The customer's blood glucose was 560 mg/dl. Troubleshooting was done. The customer's insulin pump alarmed no delivery during the rewind process. Customer stated that they were able to complete the rewind sequence. Troubleshooting was done for the no delivery alarm, and the insulin pump alarmed no delivery again. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.